Event description:
It was reported that the insulin pump alarmed motor error. Afterwards, the customer changed the battery and the display went blank. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly. No further testing could be performed due to the blank display.